Manufacturer narrative:
D9 correction: device discarded. H6: the quality investigation is complete.

Event description:
During incoming inspection, it was reported that the forceps were contaminated upon opening of the package. There was no patient involvement, no delay, no medical intervention and no adverse consequences.

Event description:
During incoming inspection, it was reported that the forceps were contaminated upon opening of the package. There was no patient involvement, no delay, no medical intervention and no adverse consequences.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.